Manufacturer narrative:
(B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. The device was returned for evaluation and the customer report of valve deployment and delivery system issues could not be confirmed through visual observation. As received, all three leaflets of the valve were stiff and translucent-like due to dehydration. All three green sutures were intact at the cutting channels. X-ray demonstrated wireform intact and frame remained crimped. As received, the delivery system handle was bent and the delivery system was in the un-deployed position. A lab sample insertion tool was able to connect successfully to the returned balloon introducer and valve without difficulty. No damages were seen during visual inspection of the proximal handle or holder adaptor. The locking sleeve was able to engage and disengage properly, and an audible click was heard. The handle snap was able to advance and retract. The returned valve was able to be successfully attached to the delivery system. In this case, there was no evidence of oversizing but there is a possibility that the edwards intuity valve contributed to the aortic injury. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information is received, a supplemental report will be submitted. The device was not available for return as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm aortic valve was explanted at implant due to aortic tear. This valve was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation. At sizing, just right size valve was chosen. At implant, aortic tear was detected while sliding the valve down to the patient¿s annulus. This device was explanted and aortic tear was treated with a pericardial patch. After treating the aortic tear, the device was replaced with a 21mm aortic valve while the patient was on bypass with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgery procedure: coronary artery bypass grafting at implant.

Manufacturer narrative:
Reference CAPA-20-00141.